Manufacturer narrative:
(B)(4). We are in process of obtaining the complaint mr290 vented autofeed humidification chambers from the customer for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that four mr290 vented autofeed humidification chambers were cracked and leaked water before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device 1 and 2 lot number: 190114, dom: 14 january 2019. Device 3 lot number: 191205, dom: 5 december 2019. Device 4 lot number: 200212, dom: 12 february 2020. Method: the four complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection revealed a crack on the bottom of the chamber domes. Conclusion: we are unable to determine what may have caused the chamber domes to crack. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in hong kong reported that four mr290v vented autofeed humidification chambers were cracked and leaked water before use. There was no patient involvement.